Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the relevant instruction for detecting this issue in chapter 3, section 3.8- inspection of the endoscopic system. Investigation found that the issue may have occurred due to failure of the image sensor unit, a defect of the circuit board at the video connector or a defect of the circuit board at the system side. Investigation could not specify the root cause of the component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the switch 1, the control unit, the grip, the up/down angulation lever plate, the right/left plate, the lock engagement lever, the angulation lever, the right/left lever, the light guide connector, the light guide cover glass, the video connector case and the video connector were scratched. The video connector had a crack; the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and due to damage on the lock engagement lever, the bending section could not be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakage. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on charged coupled device and due to dirt on electrical contact of video plug b30(scope communication err) occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.